Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced to resolve the issue.

Event description:
The hospital reported the unit stopped ventilating while running on battery power during transport of a patient. The patient was switched to manual ventilation until the patient could be reconnected to the main power source. There was no report of patient injury.